Event description:
On (B)(6) 2013, the reporter contacted lifescan USA alleging a other message issue. This complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 ((B)(4) 2013)-device evaluation: the analysis of the subject meter was completed on (B)(4) 2013 by lifescan product analysis. The reported complaint could not be duplicated during investigation. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The meter/test strips associated with this complaint has been returned to lifescan; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.